Manufacturer narrative:
Clinical investigation: a temporal relationship exists between during pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. The patient¿s pd nurse reported that the patient was experiencing drain complications while using the fresenius cycler prior to hospitalization. The exact cause of the drain complications cannot be established as the cycler was not returned to manufacturer for product investigation. However, based on the reported information, the fresenius cycler cannot be excluded as a possible contributory factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. In additional follow-up, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2025 for fluid volume overload. It was reported that the patient received pd treatments with a baxter machine in the hospital. The patient was subsequently discharged on (B)(6) 2025. The nurse attributed the hospitalization to the patient¿s inability to drain while using the fresenius cycler. The nurse stated the patient continued with the same fresenius cycler after hospitalization but continued to experience drain complications. As a result, the pd clinic provided the patient with a clinic cycler to complete dialysis treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. In additional follow-up, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2025 for fluid volume overload. It was reported that the patient received pd treatments with a baxter machine in the hospital. The patient was subsequently discharged on (B)(6) 2025. The nurse attributed the hospitalization to the patient¿s inability to drain while using the fresenius cycler. The nurse stated the patient continued with the same fresenius cycler after hospitalization but continued to experience drain complications. As a result, the pd clinic provided the patient with a clinic cycler to complete dialysis treatment.